Manufacturer narrative:
Stryker evaluated the device but was not able to duplicate the reported issue. The pco files and keylogs from the reported event date were downloaded and reviewed. The device keylogs showed multiple instances during the reported event where a shock was not delivered because the shock button was pressed rather than held. As such, the reported was verified and the root cause of the issue was traced to the shock button being pressed rather than held. Root cause was determined to be user. After completing other unrelated repairs, the device passed functional and performance testing and was returned to service at the customer.

Event description:
The customer contacted stryker to report that their device would not shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.